Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2 repeatedly failed and required storage recovery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2 kept failing and required storage recovery. A field service engineer (fse) identified that the matrix drawer dividers were improperly installed during diagnosis. The fse reinstalled the dividers and verified that the drawer was operating properly after customer confirmation, and preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.